Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had early battery depletion, possibly due to high outputs programmed on both the right and left ventricular ports. It was noted that the left ventricular lead threshold was high at 8 volts; the right ventricular lead threshold was 3 volts, however a 2x safety margin was used. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.